Event description:
It was reported that an alert 38 occurred during a cartridge change, followed by a restart and a mismatch between the insulin volume loaded and the volume displayed on the ilet, consistent with a consecutive stalled motor alarm and a suspected device malfunction involving the insulin delivery mechanism. Symptoms included no reported adverse clinical effects and a current blood glucose of 144 mg/dl. Outcomes included use of back-up therapy and notification that warranty could be affected if the original device is not returned. Investigation included device restart guidance, replacement device shipment, and request for device return for evaluation. Investigation of this case revealed a suspected motor stall with discrepant insulin accounting indicative of a delivery system malfunction. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.